Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro endoscopic vessel harvesting device stopped producing distal insufflation. The device was unplugged, removed and another vasoview hemopro endoscopic vessel harvesting device was used to complete the case. There were no pt effects. The product is returning. The product was returned.

Manufacturer narrative:
Method: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. Internal file number - (B)(4).